Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient complained of abdominal distention and pain after urinating in the urine collection bag once at 18:00, but there was no urine in the collection bag while using a foley catheter. The nurse assisted the patient to remove the trousers pocket, checked the urinary catheter for no urine drainage, gently pulled the urinary catheter and found that the urinary catheter had slipped on its own. When the nurse checked the condition of the urinary catheter, it was found that the water injection balloon of the catheter was ruptured. The nurse immediately reported this to the doctor and observed whether the patient could urinate on their own and resolves light yellow urine on their own. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient complained of abdominal distention and pain after urinating in the urine collection bag once at 18:00, but there was no urine in the collection bag while using a foley catheter. The nurse assisted the patient to remove the trousers pocket, checked the urinary catheter for no urine drainage, gently pulled the urinary catheter and found that the urinary catheter had slipped on its own. When the nurse checked the condition of the urinary catheter, it was found that the water injection balloon of the catheter was ruptured. The nurse immediately reported this to the doctor and observed whether the patient could urinate on their own and resolves light yellow urine on their own. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex foley catheter) product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient complained of abdominal distention and pain after urinating in the urine collection bag once at 18:00, but there was no urine in the collection bag while using a foley catheter. The nurse assisted the patient to remove the trousers pocket, checked the urinary catheter for no urine drainage, gently pulled the urinary catheter and found that the urinary catheter had slipped on its own. When the nurse checked the condition of the urinary catheter, it was found that the water injection balloon of the catheter was ruptured. The nurse immediately reported this to the doctor and observed whether the patient could urinate on their own and resolves light yellow urine on their own. No medical intervention was reported.